Event description:
It was reported to philips that the device had a high o2 supply pressure alarm message. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty gas delivery system (gds). The fse replaced the gds to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Following the repair, the device was placed back into service.